Manufacturer narrative:
(Phone number): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma and millimetric cysts.

Event description:
Physician reported right "implant rupture" and physician also reported via an MRI "seroma" and "millimetric cysts." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6.

Event description:
Physician reported right "implant rupture" and physician also reported via an MRI "seroma" and "millimetric cysts." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) . Cyst: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. No further actions are required as the device was implanted.

Event description:
Physician reported right "implant rupture" and physician also reported via an MRI "seroma" and "millimetric cysts." Device has been explanted and replaced with a non-allergan device.